Event description:
Information received indicates, the head hi/low is drifting.

Manufacturer narrative:
The technician found the head hi/low up valve was leaking. The technician replaced the valve to repair the bed.